Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which ¿a fluid collection with pseudocapsule formation was found in the area of the prior repair. Moreover, there were omental adhesions to the anterior abdominal wall in the location where the mesh was present.¿ it was reported that the patient experienced chronic pain, nausea, diarrhea, chills, inflammation, loss of appetite and difficulty sleeping. No additional information is provided.